Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 20mm x 143cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres for few seconds, the balloon vertically ruptured at the main part of the balloon. The device was removed, and the procedure was completed with a different device. No patient injuries reported, and the patient condition was good post-procedure.